Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had far p-wave oversensing that was stored as non-sustained right ventricular oversensing. The patient would continue to be monitored.